Event description:
Caller alleged inaccuracy with inratio. Results as follows: inratio: 3.7; lab: 1.52.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: 2007; inratio: 3.7; lab: 1.52; mean: 2.61; confidence limits: 1.7-3.8. Per internal procedure tr, the mean of the inratio meter and comparative system inr were calculated. The inratio result is within the confidence limits for inr testing. The lab results are not within confidence levels. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Lot # was not provided so an investigation cannot be performed.